Manufacturer narrative:
The reported event of a device infusing faster than expected could not be confirmed. The customer¿s dataset was returned as well as a file labeled ¿device event log¿, however the file is not a log file and does not contain any information regarding pump module s/n (B)(4). The root cause of the customer's report of a device infusing faster than expected was not identified. No device was returned investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a midazolam was programmed as a primary infusion at an unspecified rate. The nurse programmed rocephin as a secondary and clamped the tubing however it was noted that the patient was receiving large amounts of the midazolam .the event occurred in the ICU.